Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implant date: unknown; unknown lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead undersensing was noted during atrial arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.